Event description:
It was reported that during an unk procedure, the first five clips fired fell out from the jaws with their leg crossed. The procedure was carried out and finished by using another device. No adverse pt consequences.

Manufacturer narrative:
D4, h4, h6: info anticipated, but unavailable at this time.